Manufacturer narrative:
Vyaire file identification: (B)(4) . Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service group received the suspect user interface module (uim) for investigation and repair. The service group performed a visual/electrical inspection of the device components, power cycle runtime routines and power testing. At this time, vyaire duplicated the reported event and determine the backlight inverter assembly as the cause of the issue. The backlight inverter was routed to our failure analysis group for a component root cause analysis. This issue will be internally investigated within vyaire.

Event description:
The customer reported an intermittent blank display on the user interface module (uim) of this ventilator. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect backlight inverter for investigation. The failure analysis (fa) lab performed a visual inspection of the component with no anomalies to report. Voltage testing was performed on the backlight inverter, which found voltages within specifications. The fa lab also installed the suspect component on a user interface module and performed a power on runtime cycle for thirty minutes with no anomalies. The fa lab could not duplicate the customer event therefore no root cause could be determined.